Manufacturer narrative:
Manufacturer's reference number: (B)(4). This event was also reported by the manufacturer under MDR #2029046-2021-00641. Reference# (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a soundstar eco 8fg ultrasound catheter. The catheter tip was physically damaged. The catheter tip looked smashed. The damaged catheter was not used in the procedure. The catheter was replaced, the procedure continued successfully. There were no wires or braids were exposed and the damage did not result in any lifted or sharp rings. The physician felt that something was not right when inserting device and immediately removed and did not use. No detachment occurred. No patient consequences were reported.